Manufacturer narrative:
This medwatch is reporting the mobile power unit. The pump is reported under medwatch MFR report # 2916596-2019-01359. The mobile power unit is not a single use device. The serial number of the device was not provided, therefore the approximate age of the device and manufacture date are unknown. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that an unspecified audible alarm sounded when the system controller was connected to the mobile power unit (mpu) at the patient's home. The patient presented to the clinic in good condition. Changing the mobile power unit and system controller did not resolve the alarm. The issue resolved after exchanging the modular cable. It was noted that the patient had once had the white and black cables on the system controller twisted partially. The patient was discharged home without complication. The system controller log files reviewed by the manufacturer¿s technical services found an lvad internal fault/pump over temperature alarm. Also found were no external power/low power hazard events caused by power to the mpu being briefly interrupted. The backup battery continued to run the pump during these times. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: the reported event of an audible alarm when connected to the mpu can be confirmed based on the information recorded in the log files retrieved from the returned system controller. The event log file contained events recorded from march 11 to march 13, 2019. The information recorded on (B)(6) 2019 at 6:26 pm revealed a low power hazard/no external power alarm. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. On (B)(6) 2019 at 9:30 pm there was another incident where a low power hazard/no external power alarm while on mpu was recorded. The pump support was not affected and the system was supported by the backup battery during the events. The data captured on (B)(6) 2019 at 12:11 am indicated that the driveline was disconnected and reconnected at 12:13 am. The driveline was disconnected again at 12:15 am and the system controller was disconnected from the external power. The periodic log file contained events recorded from march 2 to march 12, 2019. The recorded data did not add any new information. The (B)(4) was not returned for evaluation. According to the provided information it was confirmed that the patient is using the v-lock version of the mpu ac power cord. The mpu was exchanged with a new one and the alarm persisted. It was suspected that the issue is coming from the wall outlet. No further information was provided. The manufacturer is closing the file on this event.